Manufacturer narrative:
(B)(4). Results: (stent graft migration, endoleak). Results & conclusions: disease progression and aortic neck dilatation).

Event description:
A talent stent graft was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 15 months ago. Aneurysm morphology at the time of implant is unk. The aortic neck is reverse tapered shaped ranging from 22 mm - 27 mm and has gotten worse increasing 1 mm in diameter every 3 mm slice of the CT scan. It was reported that recent films show the talent bifurcated sent graft is 3 cm below the level of the renal arteries and there is a type I endoleak present. The stent graft migration was attributed to disease processing and aortic neck dilatation. A 70 mm endurant cuff was placed and successfully resolved the stent graft migration/endoleak. No additional clinical sequelae were reported and the pt is fine.